Manufacturer narrative:
Method: risk assessment; results: visual, dimensional and functional analysis could not be performed as the device was not returned nor was a lot# provided. It was reported that the cage was implanted approximately 4 years ago and the patient did not fuse. Conclusion: the root cause could not be confirmed conclusively as no x-rays, no patient information and no information about the initial and the revision surgery is available.

Event description:
It was reported that; cage lost height in situ. The patient developed pseudoarthrosis. Implant was implanted 4 years ago. Revision surgery was required.

Event description:
It was reported that; cage lost height in situ. The patient developed pseudoarthrosis. Implant was implanted 4 years ago. Revision surgery was required.